Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the sales rep that during a hals nephrectomy, the disc ripped twice. They got the gel port to complete. Surgeon feels he ripped the device by overstretching it. There was no reported patient consequence and no device is being returned.